Event description:
An analysis was performed on the returned usb to db9 serial adapter cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the company representative&#39;s programming tablet was experiencing communication issues. The usb cable was switched and the issues resolved. A new usb cable was provided to the company representative. The non-functioning usb cable was received for analysis. Analysis is underway, but has not been completed to date.